Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coupling and/or communication issues. Fluid was in her back due to the surgery and she was having it drained until 3 days ago. Potentially bandages were on the pocket wound. Additional information has been requested, but was not available as of the date of this report.